Event description:
It was reported that the patient received inappropriate shocks, and the lead showed apparent fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected: adverse event changed from no to yes. Evaluation summary: (B)(4) distal conductor fractured; the full lead in segments was returned for analysis. The distal conductor was distorted and the defib conductor was fractured due to overstress. The inner tubing was kinked/buckled. The outer tubing overlay was melted and was breached cut and had cosmetic environmental stress cracking. The outer insulation was breached cut. The helix was distorted/bent and blood was observed in/on the helix mechanism. Blood/body fluid was observed on several conductors.